Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/4/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a partially dispensed suture outside the foil packet was received for analysis. The visual assessment of the suture indicated that one of the ends was broken and body fluids were found on the strand. However, the needle was not returned to determine the assignable cause. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a partially dispensed suture outside the foil packet was received for analysis. The visual assessment of the suture noted that one of the ends was noted to be broken . However, the needle was not returned to determine the assignable cause. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a suture piece outside the foil packet was received for analysis. The visual assessment of the suture noted that one of the ends was cut and appears to be by a surgical instrument. In the other extreme the insertion mark could not be observed. In addition, the needle was not returned for analysis. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Six hundred sixteen unopened samples were received for analysis. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. The needle tensile pull test was performed for the thirteen samples using instron equipment and the pull result was greater than the minimum requirements. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the remaining six hundred three samples, only ten samples pass on the remaining five hundred ninety-three did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue.

Event description:
It was reported that a subcutaneous suturing on (B)(6) 2025 and suture was used. During the procedure, the suture pulled off the needle. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.